Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypersensitivity (allergic reaction) and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. (B)(4). The 3.0x38mm xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid to proximal left anterior descending (lad) artery. A 3.0 x 38 mm xience xpedition stent was implanted in the mid lad, and a 3.5 x 12 mm xience xpedition stent was implanted in the proximal lad. During the procedure, the patient developed a rash. As the procedure continued, thrombosis was observed in both stent implants. It is unknown how the thrombosis was treated. The patient was administered hydrocortisone and a tirofiban infusion for 12 hours. The patient was admitted to the hospital for immunology review. No additional information was provided.